Manufacturer narrative:
A ge rep evaluated the system and repaired a broken wire in the power supply outlet plug. System operates as intended.

Event description:
The customer reported that the system power supply will not turn on, preventing the system from powering up. No pt injury was reported.